Event description:
As reported by the legal brief, on or about 2014, patient had initial tha, her hip system included a 48 anterior grip cup with a gxl polyethylene line of a 32 to accept a 32-mm diameter head. The femoral stem included a ha-coated element stem with a 28+0 ceramic femoral head. Approximately seven years post initial tha, patient began to experience severe pain in her hip, and was subsequently diagnosed with failed polyethylene and polyethylene wear on the dome of the hip system. Patient was caused to undergo a painful revision surgery on or about (B)(6) 2021. As a direct and proximate result, patient was caused to sustain serious, severe and painful personal injuries, suffering internal physical pain, and mental anguish; was compelled to seek medical care and attention, incurring expenses in connection therewith, in an attempt to rectify and remedy her condition; patient was caused to undergo unwarranted and unnecessary surgical procedures; patient was caused to experience severe physical and psychological pain, suffering, required surgery and treatment, incurred expenses, shortened life-expectancy and in other respects, was damaged.

Manufacturer narrative:
Concomitant medical products: femoral stem included a ha-coated element stem with a 28+0 ceramic femoral head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6. Investigation results- the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, a sizing mismatch between the acetabular liner and femoral head, or any combination of these possibilities, which led to polyethylene wear after being implanted for 7 years. It should also be noted that using a group 1 acetabular liner with a 32mm ID creates the thinnest available acetabular liner (for group 1), which is a risk factor for early wear and lysis specified in (B)(4). However, the reported wear cannot be confirmed as the devices were not available for evaluation and no pictures, radiographs, or medical records were provided at the time of this evaluation. These devices are used for treatment not diagnosis. There is no other information available.